Event description:
Customer's mother reported customer received an inaccurate high glucose reading (79 mg/dl) from their freestyle freedom meter. Customer's mother reported customer experienced symptoms of tiredness, not able to talk, shivering and seizure. Paramedics were called and obtained a glucose reading of 22 mg/dl with their hcp meter and treated customer with IV solution. Customer was then transported to fairview memorial hospital where he was diagnosed with severe hypoglycemia. The treatment at the hospital is unknown, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.